Event description:
It was reported that an inappropriate shock due to t wave oversensing was seen involving this device. During a follow up the field representative advised to lower the conditional shock zone as the ventricular tachycardia seen was at 180 beats per minute, thus oversensing resulted in an inappropriate shock. The physician was going to adjust the medication for the patient and change the programming to avoid shock therapy. Additional information provided noted that most recently this patient experienced five inappropriate shocks due to t wave oversensing by a monomorphic ventricular tachycardia and a change in morphology and amplitude. High shock impedance was also seen. The physician elected to implant a new system. This device was disposed. No additional adverse patient effects were reported.